Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched. The fse performed troubleshooting and confirmed the leak. The fse replaced the wash collar valve to resolve the leak and the qc issues. (B)(4).

Event description:
The customer reported di (deionized) water leak from reagent probe b on the unicel dxc 600i synchron access clinical system. The leak was contained within the instrument. The customer also observed the system randomly generating low qc (controls) results. The customer was wearing lab coat and gloves during this event. No reports of injury or customer exposure. No reports of erroneous patient results generated.